Event description:
A resolute integrity stent was delivered to the target lesion and inflation was attempted. However the delivery balloon was unable to inflate and the stent could not be deployed. The device was removed and inspected in vitro. Leak was noted from the hub or hypotube proximal end/strain relief. The device was replaced with a new one and the procedure ended. There was no health damage to the patient. Evaluation summary: the stent was positioned between the marker bands as per specifications and was not damaged. Blood and contrast were present inside the inflation lumen and balloon. There was an 8.5mm distal shaft tear running in a longitudinal direction from the distal end of the guidewire entry port. The tear was through the distal outer and inner shafts. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal shaft tear. There was no leak or damage evident on the luer, strain relief or hypotube of the device. The distal tip was bent.

Manufacturer narrative:
Evaluation, results: (related to operational context) given the excessive nature of the damage, the issue is most likely related to the attempt to use the device during the procedure. (Failure to follow instructions) ¿ IFU instructs the user to pre-dilate the lesion prior to attempting to stent. (Deformation problem). Conclusions: (related to operational context) given the excessive nature of the damage, the issue is most likely related to the attempt to use the device during the procedure. (B)(4).